Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image displayed due to damage on the charged coupled device unit and no electrical continuity due to corrosion on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical/electronic component problem was identified. The most probable cause is traced to component failure. Regarding the corrosion on the distal end, although the cause was not established, a degradation problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.